Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. There has been 1 other similar event for the sterile lot referenced which also relates to infection. A review of both the sterilization data and microbiology data was performed for this sterile lot commonality. A nc was raised for a processing deviation related the sterilization of the reported sterile lot. Through the nc investigation this lot was deemed sterile and conforming and acceptable for release. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 5612b100; mrh tibial b/plt keel med 2; lot# y2d9s cat# 5612-a-110; triathlon revision tibaug sz1 rm ll 10mm; lot# 3a0t5v cat# 5612-a-111; triathlon revision tibaug sz1 lm rl 10mm; lot# 332751 cat# 5512-f-201; tri ts femur sz2 left; lot# gl97e cat# 5560-s-112; tri cemented stem 12mmx50mm; lot# 1164753l cat# 5560-s-115; triathlon cemented stem-15mm x 50mm; lot# 1142467k cat# 5541-a-201; triathlon fem dist aug 10mm size 2 left; lot# ol77i cat# 5540-a-201; triath fem distal aug 5mm - size 2 left; lot# gh74z cat# 5544-a-200; tri post augment sz2 10mm; lot# hz93l cat# 5543-a-200; tri post augment sz2 5mm; lot# hit3i it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that the patient's left knee was revised due to infection. The original plan was to perform a poly swap. Surgeon attempted to implant a ts insert which wouldn't fit in the baseplate and was wasted. It was determined that the baseplate was a revision (hinge) baseplate, and no revision inserts were available. Surgeon modified a ts insert by hand to fit it into the baseplate. Surgery was completed with an approximate 5 minute delay (tourniquet was used). 3 days post-op, the insert was revised to a revision insert. Rep confirmed that no further information will be released by the hospital or surgeon.